Event description:
The issue involves cerner millennium registration management and affects users that utilize conversation builder to discharge a patient, transfer a patient or make demographic updates. In cerner millennium, when the user-defined fields (udf) other than text fields are displayed in registration management conversations, comments that pertain to one patient might be displayed in another patient's record. The conversation types that could be affected are those that contain udfs other than the view person and view encounter conversation types. This issue affects sites that have installed registration management. Patient care could be adversely affected, as specific tests could be applied to an incorrect patient's record and may not be applied to the correct patient's record. This issue could result in patient privacy violations and affect clinical decision-making, depending on the content of the text. Additionally, there might be a patient safety impact, as the text displayed might not apply to the patient and may not be included with the correct patient's information. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on march 19, 2009 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification has been developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.